Event description:
It was reported "the cvad was inserted on (B)(6) 2012. Prophylactic ethanol lock therapy was commenced 3 days later on (B)(6) 2012. The ethanol locks were installed daily for 12 hours into one lumen of her cvad and then after 1 week this was alternated to the other lumen. On the (B)(6) 2014, her parents sent a photo to her gastroenterologist, of a large amount of blood clots that were aspirated from the white lumen of her cvad. After this, the pt was advised to come into ed for investigations. The pt was well at this time. The cvad was not removed, as the pt was well and the red lumen was still working. So she went home and has been using the red lumen only of her cvad for her daily parenteral nutrition. The ethanol locks were continued, but were given every day through the red lumen, as she no longer has the option to alternate lumens. Approx 2 weeks ago, there started to be blood clots forming in the red lumen, similar to what happened to the white lumen, but not as many. So the ethanol locks have now been ceased completely and she is just having heparin saline locks in her line daily."

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of huvi0543 showed no other similar product complaint(s) from these lot numbers.